Event description:
It is reported that the pt was revised due to the dislocation of the poly. The pt experienced a strong clicking noise.

Manufacturer narrative:
This report will be amended when our investigation is complete.